Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence at the site of the implantable pulse generator (ipg) wherein the incision opened up. The patient underwent a revision procedure where the wound was cleaned. The patient was administered antibiotics. The patient was doing well postoperatively.